Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was receiving an oor message. The patient is currently trying the program they have on their other lead. It's unknown if the event has been resolved or if anything has been planned. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that there were high impedances of 40,000 ohms on the 8-15 lead (electrodes 9, 11, 12, 13, and 15 were marked as do not use. The cause of these high impedances is unknown. These contacts were noted to not be usable. Reprogramming to move the settings over to the 0-7 lead did not work to resolve the issue. The issue has not yet been resolved. There was no surgical intervention planned or performed to resolve the high impedances. There were no patient symptoms or complications reported.